Event description:
Pt had bilateral silicone gel breast implants removed due to capsular contractures. Right capsule found to contain a ruptured silicone gel implant which weighed 150 gms. A red capsular material had fallen free from the liquid center. The left capsule had calcification, particularly in the superior portion, and was densely adhered posteriorly. The left capsule contained a ruptured silicon gel implant which weighed 200 gms. Saline breast implants (325 cc) were used for replacement.